Event description:
Customer reported during dialysis, they had 2 dialyzer clots. It was during the second time the dialyzer clotted that the patient suffered a stroke. Patient was elderly and had a do not resuscitate order. Patient died. Customer reported that they had many alarms associated with a clotted dialyzer. Do not know if patient was administered heparin. About 1/2 of all treatments are heparin free.

Manufacturer narrative:
It is the opinion of the medical director that the patient did not suffer injury as a result of the dialysis machine, but of the stroke suffered after the dialysis in the hospital. No problems found. Functionally tested condo, temp, arterial and venous pressure, uf accuracy, patient sensor, heparin pump and t1 tests. Machine meets manufacture specification. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.